Event description:
Additional information was received indicating the physician suspected right ventricular (rv) lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the low pacing impedance and noise resulting in oversensing and pacing inhibition event was sensed by the device. The cause of the reported event remains unknown.